Event description:
During functional testing at zoll medical's technical service department, the device powered up in manufacturing configuration mode when battery is installed. When device is powered on using ac power and battery installed, the device powers up appropiately. There was no patient involvement in the reported malfunction.